Manufacturer narrative:
A customer alleged three discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test. An investigation to evaluate the customer issue is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for 3 patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The initial results were not released and no harm was alleged. Accordingly, 3 mdrs will be filed per FDA guidance. Patient 1 initially generated a sars-cov-2 positive, flu a invalid and flu b negative result. Patient 2 initially generated a positive result for both sars-cov-2 and flu a and an invalid flu b result. Patient 3 generated a positive result for sars-cov-2 and flu b and an invalid flu a result. All three samples were retested on a different analyzer and returned negative results for each target. Only the repeat negative results were released. An investigation has been initiated and is ongoing to evaluate the customer issue.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Though requested, no additional information was available. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).